Event description:
It was reported that the dr. Had placed the 8mm avs tl trial between the disc space and it broke the shaft, attempting to backslap the trial out of the disc space.

Event description:
It was reported that the dr. Had placed the 8mm avs tl trial between the disc space and it broke the shaft, attempting to backslap the trial out of the disc space.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the avs tl spacer trial was examined and confirmed to have fractured. Manufacturing files were reviewed and no anomalies were found. Conclusion: the probable root causes are using a slap hammer to back out the trial from the disc space (misuse).